Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay pt contacted lifescan (lfs) alleging she received a plus and minus sign message on her one touch ultra meter and she did not know the meaning of the message. The medical surveillance specialist (mss) classified the complaint based on the customer service representative's (csr) documentation. The pt provided the following information: the product issue started on the morning of (B) (6) 2010. The pt denied taking any action in regard to the issue. A few hours after the product issue occurred, the pt was shaky and dizzy. She denied receiving any treatment. The csr documented that the battery indicator displayed on the meter. The meter battery needed to be replaced and the pt did not have a battery. The pt's product was replaced. This complaint is reported because the pt alleges the lfs displayed the plus/minus, battery indicator, message. Afterward the pt claims she was shaky.